Event description:
It was reported that the coag function did not function during surgery.

Manufacturer narrative:
It was reported that coag was not working properly during surgery. The issue was resolved by using another plasmablade device. There was no injury to the patient. The unit is being returned to the manufacturer for evaluation.